Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to broken at visual inspection. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's ceramic sleeve to be broken. The ceramic sleeve was broken off and missing from the hook. There was adhesive residue on the hook where the sleeve should be. Failure analysis concluded that the broken ceramic sleeve may be due to mishandling/misuse. In addition, the instrument's distal pulley had mechanical indentations/burrs. The idler pulley had indentations on the edges. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and ceramic sleeve found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the l-hook on the permanent cautery hook instrument was not responding correctly. A replacement instrument was used and it worked fine. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.